Event description:
It was initially reported in (B)(6) 2010 that the pump had not worked for the past four months and the pain was no better. Additional information indicated that work up was performed to assure that the catheter was patent. It was noted that ¿the patient¿s pump was functioning and the ¿sideport was accessed¿ without difficulty in (B)(6) and there was not a device problem. The patient was ¿getting relief from the pump¿ and did not want the pump explanted.¿ it was later reported that an alarm was heard; this was not confirmed by telemetry. The patient indicated that the pump was dry as the refill was due on (B)(6) 2010 and they were unable to get the pump refilled due to medical management issues. Te patient reported withdrawal and indicated that without therapy, they are ¿tripping all the time¿ and having more falls. The patient was back in an electric wheelchair. The patient also reported having ¿massive pain¿ where catheter is placed and this pain has been occurring since (B)(6) or (B)(6). The pump was used to deliver dilaudid and compounded baclofen.

Manufacturer narrative:
(B)(4).